Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm diameter abdominal aortic aneurysm. The aortic neck was 10 mm in length, conical in shape measuring 26 mm proximally, 32 mm and then 34 mm distally. The right iliac was aneurysmal measuring 34 mm in diameter and required the right hypogastric artery to be coiled. The left iliac artery was 13.5 mm in diameter. It was reported that the stent grafts were successfully implanted with the bifurcated stent graft on the left side; however, there was residual stenosis in the iliac bifurcation that required an 8 x 30 bridge assurant stent to be placed at this location. There was good result and the patient is fine. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). (Cause of the residual stenosis in the iliac bifurcation is unknown). Conclusion: (cause of the residual stenosis in the iliac bifurcation is unknown).